Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reduced capacity due to overdischarge. It was noted that according to the ins trace report, the last recharger while implanted took place on (B)(6) 2017 and the battery depleted to the ¿lock/sleep¿ mode on (B)(6) 2017; the ins had experienced one overdischarge while implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The chronic pain patient reported through a manufacturer representative that their implantable neurostimulator (ins) could not be recovered from overdischarge. It was reported that since the patient¿s pain had been resolved for about one year, the patient did not use or charge their ins. However, when the patient later attempted to charge the ins at home, there was no response. Recovery of the ins out of overdischarge was attempted during an outpatient appointment on (B)(6) 2018; however, the attempt ¿failed in spite of the fact that the ins was charged for three hours or longer.¿ the patient was then advised to charge their ins at home. The patient later visited the hospital again on (B)(6) 2018, at which time the overdischarge was still not recovered. While it was noted that telemetry could not be established with the ins, the antenna locate feature was used with a maximum reading of 80. It was stated that the ins had been charged three times during a hospital outpatient appointment and multiple times at the patient¿s home. The ins was replaced on (B)(6) 2018 as a result of the event and no further issues had been reported as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.